Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. A revision procedure was performed and this rv was explanted and successfully replaced. No additional adverse patient effects were reported.